Event description:
It was reported that patient was revised cr size 4 left triathlon femur with 4x13 cr x3 poly to ts size 4 left femur with 17x100 stem, 4mm offset and 4x13 ps x3 poly.

Manufacturer narrative:
An event regarding revision surgery involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation not performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events referenced for this lot. The exact cause of the reported revision surgery could not be determined because insufficient information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that patient was revised cr size 4 left triathlon femur with 4x13 cr x3 poly to ts size 4 left femur with 17x100 stem, 4mm offset and 4x13 ps x3 poly.

Manufacturer narrative:
Additional device listed in this report: catalog: 5530-g-413 description: triathlon cr x3 tibial insert lot: mhhj43. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Device not returned.